Event description:
(B)(6) 2024, (B)(6) (con, rep): information was received from a manufacturer representative and a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was having issues connecting recharger to ins. Caller stated it will connect and beep and then beep again but they weren't aware of any error messages appearing. Caller stated that mytherapy app and communicator connect without issue but later in the call noted that patient hadn't connected or changed programs in a while. Caller mentioned patient had an ablation done on their back but technical services reviewed that would be unlikely to cause recharging issues. The caller was not with the patient. Caller will be meeting with patient for further troubleshooting tomorrow (B)(6) 2024. Technical services reviewed to assess if patient has had any change to pocket site, see if caller can recreate the issue and or/find a more optimal recharging position etc. Caller stated patient didn't have a belt and don't want one to use. Patient already notified healthcare provider (hcp) of the issue. (B)(6) 2024, e1 (rep): additional information was received from the manufacturing representative. It was reported that the cause of the connection issues was unknown. The rep met with the patient, and they did not have any issues connecting with device. Patient stated it happened when they moved while charging. The most likely cause was stated to be user error. The rep stated they met with patient on (B)(6) 2024 and patient would seek advice if they continued to have the issue. The issue had been resolved, no further action will be taken. The rep made sure patient understood how the charging puck should sit against the area.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative and a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient was having issues connecting recharger to ins. Caller stated it will connect and beep and then beep again but they weren't aware of any error messages appearing. Caller stated that mytherapy app and communicator connect without issue but later in the call noted that patient hadn't connected or changed programs in a while. Caller mentioned patient had an ablation done on their back but technical services reviewed that would be unlikely to cause recharging issues. The caller was not with the patient. Caller will be meeting with patient for further troubleshooting tomorrow ((B)(6) 2024). Technical services reviewed to assess if patient has had any change to pocket site, see if caller can recreate the issue and or/find a more optimal recharging position etc. Caller stated patient didn't have a belt and don't want one to use. Patient already notified healthcare provider (hcp) of the issue.